Manufacturer narrative:
(B)(4). 3004753838-2025-240809 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 8/19/2025. It was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that sometimes there was a difference in readings of 20 points. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.